Manufacturer narrative:
H3, h6) the system was serviced in the field and the system performed as intended and all testing passed. No faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that at the end of a case, they noticed that one of the screws skived and was deviated from the plan. After discussing with the doctor, they believe the patient had shifted which caused the issues. The surgeon had difficulties placing the screw with "powerease" and then had to manually place it since it got stuck with the "powerease". This is when they believe the patient shifted and the skive occurred. This was found in the confirmation scan. The surgeon removed the screws at the l2 level and replaced them using standard medtronic navigation. The case was a minimally invasive surgery (mis) and "midas for mazor" was used to pilot holes. The patient was fixated to the robot using a bone mount and schanz pin placed in the right posterior superior iliac spine (psis). There was no impact to patient's outcome and surgical delay was reported as 30-minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the trajectories deviated less than 3.5 mm.